Manufacturer narrative:
(B)(4) - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced six infusion sets fell off events during use on date 27-april-2024, 01-may-2024, 11-may-2024, 21-may-2024, 03-june-2024 and 15-june-2024. The infusion sets were in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.